Manufacturer narrative:
The electrode lot number is bas04. The expiration date was not provided. The investigation reviewed the 02-feb-2025 and 03-feb-2025 calibration and 02-feb-2025 qc data; the results were within specifications. The level 1 qc was out-pf-range multiple times on the date of event but levels 2 and 3 were acceptable. The investigation reviewed the alarm trace; the trace had abnormal aspiration (sample probe), sample clot detection, sample foam detection, and sample short errors. The field service engineer (fse) inspected the module and determined the dilution vessel had caused the event. He then adjusted the dilution vessel. The customer did not report any other issues after service. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable na electrode results from about 50 patient samples tested on the cobas pro ise analytical unit. One example of discrepant results was provided: the initial na result from the module was 153 mmol/l. The repeat result from another module was 145 mmol/l. The doctor questioned the initial result prompting the patient sample rerun. The repeat result was deemed correct.